Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 250 units of insulin. The customer¿s blood glucose level was 400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.